Event description:
It was reported the intraocular lens was removed and replaced due to the incorrect power initially implanted. In the doctor's opinion the event was probably not related to the product. Lens was discarded by the surgery center.

Manufacturer narrative:
The iol was discarded by the account and not returned to the manufacturer for analysis. The surgeon stated that in his opinion the adverse event was probably not related to the device. Based on our investigation and information received from the account we do not believe this event is manufacturing related. Device discarded by account